Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a broken force sensor pin. Review of the pump history reveals several loss of prime warnings associated with zero force along with "no cartridge detected" warnings. The pump was rewound, loaded, and primed successfully with no alarms occurring.

Event description:
The pt stated that the pump dispensed insulin during the load step.